Manufacturer narrative:
Additoinal info: d4: the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the devices in use are part # 200009901, lot # 1631459; part # 2000010901, lot # 1618600; part # 200347901, lot # 163635; part # 2000010901, lot # 1632161; part # 220222902, lot # 1605703; part # 220222106e, lot # 1619721; and part # 220220901, lot # 1619870.

Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a total ankle replacement surgery. The patient is schedule to undergo a revision surgery.